Manufacturer narrative:
Supplier lot number: 2143748. A device history record (DHR) review was conducted: part: 352.040, lot: 2143748. Manufacturing site: (B)(4). Release to warehouse date: 14. July 2005. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was conducted. Visual inspection: 5.0 mm flexible shaft was received at cq. Upon visual inspection at cq, it was observed that distal prongs of the flexible shaft were severely deformed. The remaining portions of the device shows normal wear consistent with the use which would not contribute to the complaint condition. Thus, the reported complaint condition is confirmed. The received condition does agree with the complaint description. Dimensional inspection: dimensional inspection of the damaged/ deformed portion cannot be performed due to post manufacturing damage. Drawing/specification review: the relevant drawings were reviewed during investigation and no design issues were noted. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The distal prongs of the flexible shaft were observed to be deformed, thus confirming the complaint. A definitive root cause could not be identified, it is possible that device might have encountered unintended forces which contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, while inspecting the instruments after going through the decontamination process, the tip of the flexible shaft was noticed bent. There was no patient involvement. This report is for one (1) 5.0 mm flexible shaft. This is report 1 of 1 for complaint (B)(4).